Event description:
It was reported that there was "suspected" infection on the patient's right side, which started "at least" 2 months "if not more" prior to this report. It was noted that it was an "ongoing" problem and that the implant site was swollen, red, and sensitive to the touch. The patient reportedly was in the hospital, but went home with antibiotics. It was stated that the patient "never" had therapeutic effect, and the devices had been off since 2009. It was noted that the devices "only" were on for "a couple days" and were "not effective/never worked." The patient reportedly was in the hospital during the trial which "was only a couple days." It was indicated that the device was flipped because the device on the patient's right side "rolled around causing pain and a shocking sensation since "4 or 5 months" prior to this report. It was noted that the patient also had her right hip replaced prior to implant. It was indicated that the patient wanted the device removed because of "possible" infection, urostomy surgery in (B)(6) 2012, and MRI scan eligibility. It was noted that "the MRI of the right hip was device-related" as the right side had the "suspected" infection. The patient's arm reportedly was swelling and the doctor wanted to do an MRI to "find out why." Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot # v239744, implanted: (B)(6) 2009, product type lead; product ID 3093-28, lot # v318137, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient product ID (B)(4), serial # (B)(4); product type programmer.